Event description:
The customer reported an excessive depletion of the pump battery. There was no reported impact on the customer's blood glucose level. The customer initiated a new order but declined further troubleshooting, leading the support team to close the case.